Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission shows the right ventricular (rv) lead triggering a lead integrity alert (lia) due to oversensing with sensing integrity counter (sic) episodes and high pacing impedance. A follow up with the patient¿s healthcare provider yielded that the oversensing and high impedance could not be reproduced with the patient in the clinic. The physician continues to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient refuses a lead revision and wanted lead detection and all alerts turned off. The lead was r eprogrammed and remains in use.